Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they had three chipped teeth and an open bite. The patient's dds recommended they cease treatment and have prescribed alternative treatment to correct their open bite and teeth alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.